Manufacturer narrative:
The device will not be returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was provided therefore no qualification records were reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer reported that the pod was activated (B)(6) at 8:56 am with blood glucose measuring 180 mg/dl. His bg was 106 mg/dl at 10:34 am and 126 mg/dl at 11:34 am. At 1:25, he had bg of 130 mg/dl and was having 55 grams of carbohydrate, so he took an 8.15 unit meal bolus. At 6:40 pm, he got a bg readings of 500 mg/dl and 470 mg/dl a few minutes later. He corrected with an 11.65 unit bolus. His bg was 467 mg/dl at 7:08 pm and 432 mg/dl at 7:23. He deactivated the device after that and the cannula looked bent.